Event description:
Complainant alleged that the device displayed "system fault 36" and system fault 37" messages upon the second attempt to shock a pt (age a gender unk). Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.